Event description:
After placement of a precise stent the patient suffered an ischemic stroke. The symptoms occurred approximately nine days post stent implant. The (B)(6) female patient was enrolled in the sapphire study for stenting of the carotid artery. The target lesion location was the proximal left internal carotid artery (l5). The vessel was described as ulcerated and severely calcified. The rate of stenosis was 95%. An angioguard embolic protection device was advanced and deployed distal to the lesion. The lesion was pre-dilated and a precise (pc0830rxc/ lot 15604497) stent was successfully deployed in the lesion. The angioguard was safely removed from the patient. It is unknown if there was any debris found in the filter basket after removal from the patient. The procedure was successfully completed. The patient was neurologically intact after the procedure. The patient was discharged four days later with aspirin and clopidogrel prescribed. Approximately nine days after discharge the patient presented to the ER suffering a neurological event described as behavioral change. The onset was gradual. The duration of the event lasted more than twenty four hours. Diagnosis was an ischemic stroke. It was noted that the patient has strong family history of stroke, has hypertension, and high cholesterol. The physician does not believe it is related to the stent or the stenting procedure. The patient returned for a thirty day follow up visit good spirits and reports almost no deficits from stroke (some memory issues).

Manufacturer narrative:
Adjudication minutes were received and agree with the previous determination that the patient had suffered a stroke approximately nine days post index procedure. The information also states that during her hospital stay she developed hypotension which prolonged her discharge. The hypotension was treated with medication and IV fluids. A carotid duplex ultrasound on two days after being admitted for cva showed the precise stent in the left distal common carotid artery (cca) bulb and internal carotid artery (ica) with doppler evidence of moderate (greater than 50%) stenosis in the distal portion of the stent in the proximal ica. The restenosis was treated with medical management. No additional procedures were performed. Per neurology consultation report, neurological examination revealed no evidence of receptive or expressive aphasia. Her speech was clear and fluent. Echocardiography the next day showed ef > 55% and reported no thrombus. The patient was in sinus rhythm. The patient was discharged four days after being admitted with diagnosis of acute, possibly embolic stroke in the right parietal occipital region. The adjudication minutes agree that the event (stroke) was procedure related. The events of hypotension and arterial restenosis will be captured and reported to the FDA. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. Restenosis is associated with the progression of cardiovascular disease and is a known potential adverse event following stent implantation. Well documented potential complication of stent placement is subsequent intimal hyperplasia and occlusion. Progression of atherosclerosis is an expected outcome of the disease process. Hypotension is a well-known potential complication of this type of procedure and is listed in the IFU as such. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
Conclusion: after placement of a precise stent the patient suffered an ischemic stroke. The patient¿s symptoms occurred approximately nine days post stent implant. An angioguard embolic protection device was advanced and deployed distal to the lesion. The lesion was pre-dilated and a precise (pc0830rxc/ lot 15604497) stent was successfully deployed in the lesion. The procedure was successfully completed. The patient was neurologically intact after the procedure. The patient was discharged four days later with aspirin and clopidogrel prescribed. Approximately nine days after discharge the patient presented to the ER suffering a neurological event described as behavioral change. The onset was gradual. The duration of the event lasted more than twenty four hours. Diagnosis was an ischemic stroke. It was noted that the patient has strong family history of stroke. The physician does not believe it is related to the precise stent or the stenting procedure. The patient returned for a thirty day follow up visit good spirits and reports almost no deficits from stroke (some memory issues). The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
Adjudication minutes were received and agree with the previous determination that the patient had suffered a stroke approximately nine days post index procedure. The information also states that during her hospital stay she developed hypotension which prolonged her discharge. The hypotension was treated with medication and IV fluids. A carotid duplex ultrasound on two days after being admitted for cva showed the precise stent in the left distal common carotid artery (cca) bulb and internal carotid artery (ica) with doppler evidence of moderate (greater than 50%) stenosis in the distal portion of the stent in the proximal ica. The restenosis was treated with medical management. No additional procedures were performed. Per neurology consultation report, neurological examination revealed no evidence of receptive or expressive aphasia. Her speech was clear and fluent. Echocardiography the next day showed ef > 55% and reported no thrombus. The patient was in sinus rhythm. The patient was discharged four days after being admitted with diagnosis of acute, possibly embolic stroke in the right parietal occipital region. The adjudication minutes agree that the event (stroke) was procedure related. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.